Event description:
The following was reported to davol by the patient's atty: on (B)(6) 2004, the patient was implanted with a davol/bard teflon mesh during an unk pelvic procedure. On (B)(6) 2005 the patient was implanted with a non-bard/non-davol mesh during an unk procedure. The atty's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's atty did not allege a specific device failure or patient injury and medical records were limited to the patient's sticker page only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.